Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated and the patient had pain at the ipg site. As a result, the leads were replaced and the ipg was moved from the left flank to the right flank. Therapy was restored post-op.